Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the e-100 generator was not working. The clinical sales representative (csr) called the technical support engineer (tse) and stated that the customer reported the issue during the procedure. The csr mentioned that they were getting a message to check energy cable connections. The customer tried reseating the instrument cable and they also moved the cable to the erbe generator. The erbe generator worked as expected prior to calling the tse. The customer was continuing with the procedure and was unable to perform any troubleshooting. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained additional information. The event was confirmed to have taken place during a sleeve gastrectomy procedure. The system was inspected prior to use and nothing out of the ordinary was noted. The e-100 generator was replaced by the erbe generator to continue with the procedure. The procedure was completed robotically and there was no injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse inspected and found the rear cable halfway out of the e-100 generator. Therefore, they reinstalled the power cable. After programming the generator, it could not be confirmed that the e-100 generator was connected consistently. Therefore, the fse replaced the e-100 generator. The new e-100 was tested and had a consistent connection. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The e-100 generator was analyzed, and the reported failure could not be replicated. The e-100 generator was installed onto the test system, and it worked fine with the vessel sealer instrument. The vessel seal instrument with a saline dipped gauze in the jaws was fired using yellow pedal/sync activations and cut/seal about 100 times. The e-100 generator worked fine without any issue.